Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement and increased thresholds were noted on the his bundle (right ventricular (rv) lead. Elective replacement indicator (eri) was noted on the implantable pulse generator (ipg). The lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.